Manufacturer narrative:
This report is submitted on december 31, 2021.

Event description:
Per the clinic, the patient experienced pain at the abutment site. The patient was treated with oral antibiotics for one week and skin revision was performed on (B)(6) 2021, to remove the tissue around the abutment. The abutment was removed during the same day.